Event description:
It was reported that the pump's alarm sound was not annunciating and that an unexpected reset occurred. Additionally, the customer experienced a low blood glucose (bg) level of 20 mg/dl and was administered glucose injections by emergency medical technicians (emt) as the customer was incapacitated. Customer was transported by emt to the emergency room and was subsequently admitted to the intensive care unit (ICU). Customer was released from the ICU on (B)(6) 2023 with the issue resolved and no permanent damage. A pump system check was performed by tandem technical support, and it was determined that the pump was functioning as intended but that the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
Change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.